Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, noise was observed on the rv lead resulting in "non-sustained vt" episodes and a ventricular pause due to pacing inhibition in a pacing dependent patient. As a result, the lead was capped and replaced. The patient was stable before and after the event.